Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was that the material could not be removed due to physical damage of the device causing improper reprocessing. The event can be detected/prevented by following the instructions for use which state: ¿warning: keep your eyes away from the distal end when inserting endotherapy accessories. Extending the endotherapy accessory from the distal end could cause an eye injury. Caution: use endotherapy accessories with the same color code (ø 2.0 mm channel or less). The endoscope and/or the endotherapy accessory may be damaged. If significant resistance is encountered and insertion becomes very difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting endotherapy accessories with excessive force may damage the endoscope and/or the endotherapy accessories. Do not open the tip of the endotherapy accessory or extend the tip of the endotherapy accessory from its sheath while inserting it into the channel. The endoscope and/or the endotherapy accessory may be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope, although the recognized the possibility that the device may have been in use with the material adhered. They did immerse the endoscope in detergent solution as part of their cleaning process. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device forceps channel. The customer's originally reported issue of an inability to set white balance (e311 error) was not confirmed, although the report of a dark image was confirmed; due to damage on the charge-coupled device unit, the image was foggy. The following additional findings were also noted: assorted dents, wrinkles, scratches, discolorations, and sticky parts, light guide bundle slipping, wear of the angle wire resulting in the bending angle in the up direction not meeting the standard value, loss of water tightness due to a pinhole on the insertion tube, and plastic distal end cover burned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on customer's behalf that the flex video scope had a dark image and was unable to achieve white balance. The device was returned to olympus for evaluation. Upon examination, the device showed foreign material at the forceps channel. This event is being reported as a malfunction due to the foreign material found during service examination. No adverse effects to patient reported.